Event description:
Angiography results showed 95% stenosis in the lad and 90% stenosis in the lcx. An attempt was then made to treat a lesion located in the lad with an endeavor resolute drug eluting stent but it is reported that the device failed to cross the lad lesion and became deformed. The endeavor resolute device was reported to have been prepped as per IFU and the lesion had been pre-dilated with no reported issues. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the device was returned to medtronic for evaluation. The hypotube had detached distal to the strain relief. Both ends of the hypotube were oval and jagged at the break site. There were numerous kinks visible along the hypotube. The distal tip was flared. A number of struts on the 1st distal segment were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation: results - patients condition affected the effectiveness of the device (lesion morphology - 95% stenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed). Results - device failure related to patient condition (lesion morphology - 95% stenosis). Known inherent risk of procedure (stent deformation). (B)(4).